Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the leadless implantable pulse generator (ipg) exhibited loss of capture and variable thresholds. The leadless ipg was reprogrammed however, thresholds remained variable and high thresholds were also noted. The leadless ipg was then reprogrammed to vvi 30 as backup and replaced with a transvenous system. No patient complications have been reported as a result of this event.